Manufacturer narrative:
The suspect device was not returned for evaluation. The device complaint could not be confirmed. Root cause could not be determined. A review of the device history record and complaint database could not be performed performed since the lot number was not provided. Should the device be returned later, theinvestigation will be reopened.

Event description:
The account alleges that during a coronary angiogram procedure, air was injected into the left coronary system through the guide catheter from the valve malfunctioning. The patient became hypotensive with a new st elevation. The clinican provided pharmacological treatment and the issue was resolved after a short period of time. The patient became stable and was no longer hypotensive. The st elevation was also resolved. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the investigation is complete.